Event description:
On (B)(6) 2006, the plaintiff was implanted with an ams apogee graft. It was alleged by the plaintiff¿s attorney that the plaintiff ¿suffered injuries including infections, pain, urinary problems and mental anguish as a result of her implantation.¿ it was also alleged that the plaintiff experienced mesh erosion, chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.